Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The audio bolus button was reportedly under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.